Manufacturer narrative:
No product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.

Event description:
Date of event: (B)(6)2014. According to the information received, an individual has long standing leg ulceration due to chronic venous hypertension. There was a history of varicose eczema which subsided once compression therapy commenced and the ulcer was healing with steady progress. The development of contact dermatitis resulting from the adverse reaction to the dressing had delayed the healing of the ulcer. The adverse reaction to the dressing caused the skin to break down and this delayed the healing of the ulcer. Patient also experienced pain and soreness from the affected area.